Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultra meter was reading inaccurately erratic. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical surveillance specialist (mss) was unable to reach the pt by phone to obtain additional info. The pt reported that on the evening of (B) (6) 2010 (time unknown) he obtained a message of "hi" with the subject meter. Per the one touch ultra owner's manual, this message appears when the meter detects a blood glucose greater than 600 mg/dl. In response to the "hi" message, the patient claimed he took an increased dose of an unspecified insulin (amount unknown). Ten to 15 minutes later, the pt claimed he retested with the subject meter and obtained a result of "138 mg/dl." Sometime later retested and stated he obtained the message of "hi" again. At an unspecified time the following morning, the patient claimed he suffered a "hypoglycemic episode." The pt reported having symptoms of feeling confused, sweaty, short of breath and blurry vision. In response to the symptoms, the pt reported that his wife treated him with food and/or drink. It is not known if the pt's blood glucose was tested at the onset of symptoms. It is also not known when the pt had last tested with the subject meter prior to the onset of symptoms. At the time of troubleshooting, when reviewing the subject meter's memory, the patient confirmed obtaining blood glucose results of "474 and 130 mg/dl" on the morning of (B) (6) 2010 with the subject meter, performed 3 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of < = 30%. Replacement products were sent to the patient. This complaint is being reported because the pt claims he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.